Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged air detector, damaged upstream occlusion (uso) sensor and a delaminated downstream occlusion (dso) seal. Functional testing was performed, and the air detector test failed. The reported issue was duplicated. Service history review had no indication that the complaint was related to a service of the device within the review period. The dso seal, uso sensor, and air in line detector were all replaced.

Event description:
It was reported that the pump exhibited a ripped and bubbled downstream occlusion seal. There was no patient involvement, no patient injury was reported.